Event description:
It was reported that the handpiece began overheating during a wisdom tooth extraction. The procedure was successfully completed with another device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece has not yet been received at the manufacturer for testing and may not be returned. An evaluation will be conducted upon receipt of the device if it is returned, and a follow-up report would be submitted if the results of the quality investigation require one. However, since the event occurred the account stated that they tried the handpiece again, and it did not overheat. The account advised that they have been using this device ever since the event without any issues, so it will not be returned unless there is a problem.